Manufacturer narrative:
Date of this report: 6/12/98. Evaluation summary: the mentor h/s microbiology dept has provided information on the sterility lot for the implanted device indicating that it met all sterilization perameters required to provide a 10e-6 sterility assurance level prior to release for distribution. "Pe" concluded the reported infection occurred from a source other than the device. Undue pressure on the tissue located over the device or trauma to surrounding tissues may lead to thrombosis, the breakdown of skin over the device, and subsequent extrusion. Careful hemostasis is important to prevent postoperative hematoma formation. Gross post operative hematoma, manifested by enlargement, tenderness, and discoloration of tissue may, if untreated, lead to extrusion of the implant. Based on the information received, "pe" concluded the reported complaint of swelling in the patient's left breast is most likely a result of the reported infection and hematoma. Infection, hematoma, extrusion, and swelling are known complications associated with these devices and are referenced in current product insert data sheet. The device associated with these complaints was not returned for product evaluation.

Event description:
Pt also experienced hematoma of the breast.